Manufacturer narrative:
The lot was manufactured between april 20, 2021 - april 27, 2021. The device was received for evaluation with 219ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The scheduled medication time was five days, however the "flowing was delayed on the 4th day." This was observed during use. The device was filled with 5-flourouracil 50ml plus diluted solution 200ml with a total volume of 250ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.